Event description:
It was reported that saline was leaking out of the handle. Poor signal quality was observed on the ep recorder and high temp and impedance limits triggered the generator to stop.

Manufacturer narrative:
The device is in transit to the MFR and not received as of (B)(6) 2010. Once the device is received, we will conduct an investigation and provide our findings in a follow-up report.